Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that a loss of prime issue had occurred and the patient had a blood glucose of 369 mg/dl with polydipsia, nausea, and extreme drowsiness. Patient required no unusual treatment. During troubleshooting customer service determined that the cartridges were being used per IFU, and that the cartridge cap was secure. This complaint is being reported because the loss of prime issue was npt resolved and the patient experienced hyperglycemia.